Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and an out of range telemetry message was displayed. The device had declared elecitve replacement indicator (eri) approximately 45 days earlier.